Event description:
It was reported that the user who was described as "brittle diabetic" with limited hydration due to being a dialysis patient as well experienced persistent hyperglycemia, with a reported glucose value reaching approximately 400 mg/dl, despite tubing replacement; customer support verified tubing function, instructed a site change. Technical support troubleshooting was provided by customer care. Investigation of this case revealed no confirmed device malfunction outcomes included no medical intervention beyond troubleshooting guidance. It was concluded that the event was consistent with hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.